Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering. Customer¿s blood glucose was 238 mg/dl at the time of incident and current blood glucose 113 mg/dl. Customer¿s other blood glucose level was 110 mg/dl, 180 mg/dl and 76 mg/dl. Customer was performed displacement test and the test result was passed. Customer wishes to perform the high pressure test. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.